Event description:
It was reported that the programmer was unable to boot after powering it on. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The software was updated. It was also noted that the floppy drive could not read a disk, as a result it was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.